Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer reports the softclix plus lancet will not retract. No accidental needle stick occurred. The customer did not provide the location, where the malfunction occurred. No adverse event reported. The malfunction was confirmed upon evaluation by the manufacturer. Requested return of the suspect device and replacement was sent. Softclix plus lancet lot number bas032.